Event description:
The rn reports a home pt(hp) with a leak from the transfer set while disconnecting from the homechoice device. The hp did not have the twist clamp completely closed. The hp notified the dialysis center and received a transfer set change and was treated fro peritonitis with vancomycin 1gm, gentamycin 80mg, intraperitoneally, and cipro 500mg. Daily for 14 days.